Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised after patient fell and sustained a femoral periprosthetic fracture. An accolade ii stem and biolox head were revised to a restoration modular stem construct with a lower offset biolox head and several cables.